Event description:
Reporter stated that the customer's blood glucose was tested and believes the result was under 300mg/dl. The customer went to the doctor 3 hours later for an appointment because she was having stomach trouble. The doctor tested the customers blood glucose and the result was over 600mg/dl. The customer was admitted into the hospital with dka. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.